Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported right side "capsular fibrosis, baker grade iii, suspicion of capsule rupture, physical pain, implants have moved upwards (left more than right), jugulum mamillen spacing 24 cm, new mammal location 20 cm, significant health problems (not device related), psychological stress and financial consequences associated with the operation". Device has been explanted and replaced.